Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/21/2020. Additional h3 investigation summary: it was reported performance pull off suture needle. A detached needle and a needle suture combination of product code w8400 was returned for analysis. The product code is double armed. During the visual inspection of sample, the swage area and suture and there isn¿t enough impression at resulting in a needle pull off defect and no suture remnant could be observed at the barrel hole. The second needle did not present pull out. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance pull off suture needle, was a light swage, this defect is caused when does not tightens the press correctly and the swage area is weak on the needle/suture.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/21/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on unknown date and the suture was used. It was found that one of the two needles of the double-armed suture had been detached from the suture. It was not a control release needle. There were no adverse patient consequences reported.